Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter ruptured abdominal aortic aneurysm. The vessel was severely tortuous. The proximal aortic neck measured 20 mm in diameter and 30 mm in length. The right common iliac artery measured 12 mm in diameter. The left common iliac artery measured 23, 20, 20 mm in diameter. It was reported that during the index procedure, there was positioning difficulty due to patient's severely tortuous anatomy. The delivery system of the contralateral limb was unable to be advanced due to it being pressed against the greater curvature of the vessel. The physician can barely advance the delivery system, and therefore, the stent graft was implanted pressed against the greater curvature. Per the physician, it was possible that the vessel where the stent graft was pressed against had perforated. The patient's blood pressure dropped to 20 mmhg. Cardiac massage was done and the patient's blood pressure increased to 60 mmhg. The physician then performed touch-up to the stent graft and continued to give patient cardiac massage. However, the patient's blood pressure continued to drop, and the patient expired.